Manufacturer narrative:
Additional information has been requested. Investigation is ongoing, no conclusion can be drawn. Review of manufacturing records for this lot number has been requested.

Event description:
A patient was implanted with a ti distal femur liss plate approximately 5 months ago. Patient was noted to have a broken plate, broken screw and was diagnosed with a delayed union. Patient was returned to the or for removal of broken hardware and revision to a locking condylar plate. This report is #1 of 2 on the same event.